Event description:
The surgery was delayed by 45 minutes due to the event, but was completed successfully. There was no adverse consequence to the patient, and no other medical intervention was required.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D9: complainant part is not expected to be returned for manufacturer review/investigation. D10 therapy date: (B)(6) 2023. E3: reporter is a j&j employee. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2023, during a right long tfna case the helical blade inserter became jammed in the blade/screw guide sleeve. The surgeon advanced the helical blade by hand until he felt resistance, then administered hammer blows to the back of the coupling screw. It appears that he felt this resistance prematurely, because the inserter was off-track in the guide sleeve; thereafter, the hammer blows caused it to jam. Inspection of the items after sterilization revealed damage to the inside of the blade/screw guide sleeve, which warrants replacement. Now, the 3.2mm wire guide sleeve 248mm will not slide through the blade/screw guide sleeve. This report involves one (1) helical blade inserter. This is report 3 of 3 for (B)(4).